Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment and infection at the implant site. Subsequently on (B)(6) 2015 the patient was administered general anesthesia to facilitate removal of the abutment and placement of a cover screw. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.